Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an open surgery of alimentary canal and suture was used.the suture was detached from the needle too easily during use. It was a control release needle. There were no adverse consequences to the patient. No additional information was provided.